Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed touchscreen calibration. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 01may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 22jun2019. Date of report: 24jun2019. The touchscreen assembly was returned to the manufacturer for failure analysis. During testing, it was determined that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.